Event description:
It was reported that nrg transseptal needle selected for use. During procedure, when the nrg needle was connected to the electrical console, a generic error message appeared on the screen of the bmc rf generator. After pressing 'dismiss,' the display indicated that the product was 'ready' for use. After three attempts to activate the radiofrequency with the same needle, the transseptal puncture was not performed. The radio frequency was delivered the three times, the sound for it was heard, but the septum was not crossed. No error occurred when the rf energy was activated. An error only appeared when the first needle was connected, the cable was not replaced. The septum was quite floppy. Generator was in ready mode when the issue was encountered. No challenges noted related to the patient anatomy. There was tenting of the septum confirmed before attempting to deliver rf energy. The first needle was manually reshaped prior to the procedure. Hence, the device was replaced and the procedure proceeded normally. Procedure was completed. No patient complication was reported. The device is not expected to return for analysis as disposed.

Manufacturer narrative:
Correction to the initial MDR in block(s) initial reporter facility name (e1), in section e, initial reporter.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that nrg transseptal needle selected for use. During procedure, when the nrg needle was connected to the electrical console, a generic error message appeared on the screen of the bmc rf generator. After pressing 'dismiss,' the display indicated that the product was 'ready' for use. After three attempts to activate the radiofrequency with the same needle, the transseptal puncture was not performed. The radio frequency was delivered the three times, the sound for it was heard, but the septum was not crossed. No error occurred when the rf energy was activated. An error only appeared when the first needle was connected, the cable was not replaced. The septum was quite floppy. Generator was in ready mode when the issue was encountered. No challenges noted related to the patient anatomy. There was tenting of the septum confirmed before attempting to deliver rf energy. The first needle was manually reshaped prior to the procedure. Hence, the device was replaced and the procedure proceeded normally. Procedure was completed. No patient complication was reported. The device is not expected to return for analysis as disposed.